Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Corrected information, this is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02736 and manufacturer report no: 2015691-2019-02859. No imagery was provided, and the device was not returned for evaluation, the complaint was unable to be confirmed. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. The device instructions for use (IFU) and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Per the IFU, unflex the delivery system while traversing the aortic arch. Verify that the flex catheter tip is locked over the triple marker and remove the delivery system from the sheath. Caution: completely unflex the delivery system prior to removal to minimize the risk of vascular injury. Per the training manual, completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Although the complaint description notes the patient had severe tortuosity. If tortuosity was present, it can lead to noncoaxial retrieval between the delivery system and sheath, which can also result in withdrawal difficulty. Procedural factors could have also contributed to the complaint event. If residual fluid was left in the balloon after inflation, it can increase the balloon profile and make it more difficult to retrieve into the sheath. The cause of the femoral artery dissection is unknown, however may be due to a combination of patient factors (severe tortuosity) and/or procedural factors (possibly related to removing the delivery system with high force through the esheath). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 16 fr esheath was inserted via a surgical cut-down in the right femoral artery. Severe tortuosity was noted; however, no difficulty was reported during sheath insertion. Post balloon aortic valvuloplasty (bav), a 29mm sapien 3 valve was successful deployed with 4 ml less contrast than nominal volume. During the removal of the esheath and delivery system, the esheath tip was found to be caught in the tortuous area of the access vessel. Under x-ray, it also appeared that the delivery system balloon was caught at the tip of the esheath. There was some resistance, however the delivery system was able to be removed. After the removal of the esheath, the access site was found to have intimal damage and surgical repair was performed. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Severe access vessel tortuosity and mild calcification was reported. It could not be determined which device, the esheath or the delivery system, caused or contributed to the access site injury.